Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable glucose results from accu-chek inform ii meter serial number (B)(4) for one neonate patient. The result from a heel stick at 20:03 was 278 mg/dl. The result from a heel stick at 20:04 was 254 mg/dl. The result from a heel stick at 20:07 using meter serial number (B)(4) was 69 mg/dl. The third testing was performed because of the first two tests did not match the patient's symptoms. The customer stated the third result of 69 mg/dl was within the normal range. No treatment was given based on the results. There was no adverse event. The same vial of strips and controls was used on both meters. The suspect meters and strips were requested to be returned for investigation.

Manufacturer narrative:
Accu-chek inform ii meter serial number (B)(4) and accu-chek inform ii strips lot 474444 were received for investigation and were tested with control material. Control ranges: level 1 30-60 mg/dl, level 2 261-353 mg/dl. Results: level 1: 44, 44, 44 mg/dl, level 2: 294, 293, 293 mg/dl. All results are within acceptable range. The product met specification and no problem was found. Information was not provided regarding the neonate patient's stress, blood flow to the site, tube/technique used by the laboratory or nurse, or condition of the patient at the time of comparison. All of these factors could have affected the accuracy of the results obtained.